Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the user would clear the alarm, but the alarm kept repeating. Additionally, it was reported that a button alarm occurred while the user was not pressing down on the wake button. The user's blood glucose level was 120 mg/dl.

Manufacturer narrative:
(B)(4).